Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12 which is resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Common technical support provided instructions for resetting the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction reappears. The caller acknowledged and understood the instructions given.